Event description:
It was reported by a customer in the USA that, during maintenance service, an 840 ventilator was found to have lost communication with the graphic user interface (gui) central processing unit (cpu), and with the breath delivery (bd) cpu. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu), and the gui to breath delivery (bd) cable. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).